Event description:
It was reported that "about a month ago" a patient was using a heating pad on her front side and was shocked by her device. It was stated that it only happened once and the patient did not use the heating pad since, nor did she adjust her stimulation until the day of this report. The patient was on program 4 at 1.0v and increased it to 1.5v where she could feel it "at a comfortable level". No further information was provided.

Manufacturer narrative:
Product ID: 3095-10, serial# (B)(4), implanted: 2010, product type: extension. Product ID: 3093-33, lot# v455950, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).